Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic after feeling electrical stimulation near the device header. The device was interrogated, and increase in ventricular pacing lead impedance and increase in capture threshold were observed. Lead fracture suspected. The lead was capped and will not be returned.